Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: 407652, lead; implanted: (B)(6) 2012 model: yrbrhxc2816165, abdominal stent graft; implanted: (B)(6) 2006 model: yrirhxc1685, abdominal stent graft; implanted: (B)(6) 2006 model: yrechxc1655, abdominal stent graft; implanted: (B)(6) 2006 model: yrirhxc16115, abdominal stent graft; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and no capture and a lead perforation was discovered. A lead revision procedure was completed and the lead was relocated to the septal wall. The lead remains in use. No further patient complications have been reported as a result of this event.